Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via a healthcare provider. Regarding the clinician programmer / clinician programmer software being used at the time of the event, it was noted that they were not aware of what system was used in february. It was further noted that it was likely through infusion therapy and not their office. The healthcare provider was not certain if the covid pandemic played a role or not and they were looking into the timing of it all. It was also noted that they were grateful that there was no harm to the patient and the patient was doing well on oral baclofen these days.

Manufacturer narrative:
Continuation of d11: product ID neu_unknown_prog, serial# unknown, product type: programmer, physician. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via a healthcare provider. Regarding the clinician programmer / clinician programmer software being used at the time of the event, it was noted that they were not aware of what system was used in february. It was further noted that it was likely through infusion therapy and not their office. The healthcare provider was not certain if the covid pandemic played a role or not and they were looking into the timing of it all. It was also noted that they were grateful that there was no harm to the patient and the patient was doing well on oral baclofen these days.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_prog, serial#: unknown, product type: programmer. Other relevant device(s) are: product ID: neu_unknown_prog, serial/lot#: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving baclofen (500 mcg/ml at 99.96 mcg/day) via an implanted pump. On (B)(6) 2020 it was reported that upon interrogation the hcp was seeing the alert that the pump had reached end of service (eos) on (B)(6) 2020. Per the hcp, the report back in (B)(6) 2020 confirmed this would be expected but that the clinic must have overlooked it because the patient was not scheduled for a pump replacement procedure. The patient was supposed to have his pump filled today and the reporter did not expect for it to be in the eos state. During the call, the hcp was assisted with shutting down the pump. No patient symptoms/complications were reported. Additional information was received on 21-jun-2020 from the patient¿s pump managing hcp who reported that the cause for the eos being overlooked was that ¿the patient failed to inform me of alarm going off.¿ the pump was shut down, the patient was treated with oral meds, and there were no complications. No further complications were reported/anticipated.